Event description:
It was reported that during a morning shift check, the autopulse platform performed a couple compressions and then stopped. While the platform was stopped, the gear sounded as though it was spinning with no movement of the lifeband. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the platform was performed and showed no anomalies or damages. The archive data shows that the device was never powered on during the reported event date of (B)(6) 2013. The data files do however show that there were several user advisory 19 faults (max applied load exceeded) occurring on (B)(6) 2013 leading to the platform stopping compressions, thus confirming the complaint. Load cell characterization verified both load cell modules were functioning normally and within specification, thus ruling out a load cell failure being the cause of the observed faults. Based on review of the archive data for (B)(6) 2013, a possible cause of the ua 19 faults and subsequent stops compressions has been determined to be repeated use of the platform with a very large and difficult to compress object. Following service of the platform, the device passed all testing criteria.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.